Manufacturer narrative:
H6 and h10. Section h10: the valve was not returned to edwards lifesciences for evaluation, as it remains implanted in the patient. Additionally, no photographs, video, or imagery of the used device were provided for review. During manufacturing of the valve, the valve and valve components (frame, leaflets) were inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported event. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. The complaint was unable to be confirmed; therefore, a lot history review was not required. The occurrence rate did not exceed the november 2019 control limits for the applicable trend category, therefore, a complaint history review was not required. It should be noted that the thv was deployed in a non-edwards pulmonic conduit in the pulmonic position. The sapien 3 (s3) with the commander delivery system (ds) is currently indicated for native aortic valve replacement and surgical bioprosthetic aortic or mitral valve replacement. The IFU and training manuals in this section are for a transfemoral procedure in the aortic position for relevant guidance for an s3 implant using a commander delivery system. The instructions for use, the device prepping manual, and the training manual for the sapien 3 with commander delivery system were reviewed for instructions relating to the observed events. Per the IFU, during deployment it is imperative that the operator is ¿using slow controlled inflation, deploy the thv with the entire volume in the inflation device, hold for 3 seconds and confirm that the barrel of the inflation device is empty to ensure complete inflation of the balloon¿. Additionally, per the commander procedural training manual, the operator is instructed to use proper positioning and deployment of the valve and consider factors that may affect the thv deployment characteristics such as ¿a narrow, calcified stj: thv movement ventricular and/or reduced foreshortening of the thv. Thv oversizing: reduced thv foreshortening. Incomplete thv expansion: reduced foreshortening of the thv. Note: the delivery system requires a prescribed volume for thv deployment and proper function. No IFU/training deficiencies were identified¿. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was unable to be confirmed. A review of the DHR revealed no indication that a manufacturing non-conformance contributed to the complaint. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. It should be noted that the thv was deployed in a non-edwards pulmonic conduit in the pulmonic position. The sapien 3 (s3) with the commander delivery system (ds) is currently indicated for native aortic valve replacement and surgical bioprosthetic aortic or mitral valve replacement. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Per the training review, the thv deployment characteristics could be affected by several patient/procedural factors such as calcification, thv oversizing, and improper inflation volume. In this case, it was likely contributed by the procedural factors. As reported, ¿the rvot showed a bigger resistance than expected and the valve was not fully deployed. A central leak was visible after implantation due to the patient conditions leading to underexpansion, likely leading to valve malfunction (too small eoa for good leaflet coaptation).¿ as stated in the IFU, the valve is required to be fully expanded for proper function. The under expanded valve may have prevented the leaflet from proper coaptation and led to the reported central leakage. As such, available information suggests that procedural factors (under expanded valve) may have contributed to the reported event. Since no labeling or IFU/training inadequacies were identified and review of the complaint history revealed that the occurrence rate did not exceed the (B)(6) 2019 control limits for applicable trend categories, no corrective or preventative action is required at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in (B)(6), during a transfemoral tvr procedure in the pulmonic position, post deployment of the 26mm sapien 3 valve in the patient¿s pulmonic conduit (or a reconstructed and patched rvot) the rvot showed more resistance than expected and the valve was not fully deployed. A central leak was visible after implantation and a second 23mm sapien 3 valve was deployed with good results, no gradient. The patient was noted to be doing well post procedure. It is perceived that despite balloon measurements taken (21mm), the patient¿s native anatomy,(eoa was too small) led to the valve being underexpanded.